Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. Additional information later received stated that due to hippa and hospital policy, no additional information about the event would be released. The patient remains ongoing on hm3 lvas, serial number (B)(4), and no further events have been reported at this time. The hm3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24sep2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had runs of ventricular tachycardia during cardiac rehab that ranged from 30 seconds to 2 minutes. The patient was asymptomatic.